Event description:
Home patient (hp) nurse contacted baxter technical service regarding a low drain, negative uf. Hp was not draining in drain 1, so she bypassed to the first fill. Again, in drain 1, cycler was not draining, hp's nurse tried to bypass to the next cycle but received low drain/caution negative uf alarm. Baxter technical service representative had the nurse check for kinks, closed clamps, and check for fibrin. Rn stated that effluent was cloudy. Technical service representative assisted the nurse in ending therapy early and explained that hp should contact their physician. During a follow-up call, hp's nurse stated that the home patient had been diagnosed with peritonitis. Hp's nurse has no further information. Patient was discharged from the hospital, but taken to a different nursing home.